Event description:
The patient reported erosion of the device through the skin. Antibiotics were prescribed, cultures were obtained (results are unknown), and an explant procedure was successfully performed on (B)(6) 2025 without any complications.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient going through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, non-compliance to the IFU was identified as the surgical site was closed using staples. Additionally, severe force applied to the implant was identified as the patient experienced a fall. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: non-compliance to the IFU as the surgical site was closed using staples (user error-clinician). Severe force applied to the implant as the patient experienced a fall (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.